Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with battery longevity anomaly observed on the implantable cardiac monitor. It was noted that the device was not exposed to cold temperatures. No intervention was performed. The patient¿s condition was stable and would continue to be monitored remotely.

Event description:
New information received on august 13th indicates that the patient's implantable cardiac monitor exhibited a premature elective replacement indicator (eri) due to the previously noted longevity anomaly. The possibility of resetting the device's eri flag was discussed.

Event description:
New information received on (B)(4) 2019 indicates that it was confirmed that the device was exposed to extreme cold prior to implant. Premature depletion was also suspected. No plans for intervention have been made.